Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan on (B)(6), 2010 alleging that the battery goes "low" on his onetouch after 2-3 days. He indicated that the battery issue first occurred 2-3 months ago. During the call, he indicated that his insulin dosages were increased during a doctor's visit that occurred 6 months ago. Based on the timeline, the doctor's visit is unrelated to the battery issue since the doctor's visit occurred before the reported issue. He also indicated that he had unspecified symptoms that started 3 months before the reported issue began. According to the csr troubleshooting, the battery issue was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms started before the reported issue first occurred and the pt did not received any form of medical intervention after the product issue occurred. However, this complaint is being reported because the reported battery issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.